Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A field service technician (fst) stated the user staff reported a high ultrafiltration (uf) level of fluid pulled during a patient's hemodialysis (hd) treatment. The issue reportedly occurred with one patient. The machine was examined and the fst checked calibrations to deaeration, flow and loading pressures, tmp and uf pump volume. The device functional checks were tested and passed. The fst performed a simulated run and the device performed as designed. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine had 27,289.0 hours reported. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A field service technician (fst) stated the user staff reported a high ultrafiltration (uf) level of fluid pulled during a patient's hemodialysis (hd) treatment. The issue reportedly occurred with one patient. The machine was examined and the fst checked calibrations to deaeration, flow and loading pressures, tmp and uf pump volume. The device functional checks were tested and passed. The fst performed a simulated run and the device performed as designed. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine had 27,289.0 hours reported. Additional information was requested but was not received to date.